Event description:
It is reported that a customer received excessive no delivery alarm on their insulin pump. The patient's blood glucose level was 599 mg/dl at the time of the call. The customer declined any assistance from the help line. The customer sated that they wasted a few sets trying to fill the tubing with insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.